Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly; device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received. This complaint folder is due haptic damaged and is completed as operational problem and product met manufacturing release criteria. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Implant and explant date: if implanted or explanted; give date: not applicable as the iol was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model za9003 18.5 diopter intraocular lens (iol) was partially inserted in the patient¿s operative eye and vitrectomy was required. It was reported there was no patient injury, the procedure was completed using back-up lens with the same model and diopter size, and patient outcome was reported as fine. No additional information was provided to johnson & johnson surgical vision.